Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 31mm 11400m mitral valve was explanted after an implant duration of 2 years, 10 months due to unknown reason. The explanted valve was replaced with a 31mm 11400m valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, g3, g6, h2, h6 (component code, clinical code, type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including years patient's history of coronary artery disease and hyperlipidemia. Attempts have been made to obtain product for evaluation. No device was returned. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned through implant patient registry and the investigation that a patient with a 31mm 11400m mitral valve was explanted after an implant duration of 2 years, 10 months due to mild to moderate regurgitation. The patient presented with symptoms of heart failure-worsening dyspnea, chest pain and light headedness. The explanted valve was replaced with a 31mm 11400m valve. Per records provided, the patient presented worsening dyspnea and chest pain in the setting of congestive heart failure. Tee showed severe bioprosthetic mitral regurgitation, severe aortic stenosis and moderate aortic regurgitation. The patient underwent redo sternotomy, avr and mvr. Intraoperatively, the mitral valve bioprosthesis revealed bioprosthetic valve dysfunction due to calcification. The cor-knots were removed. The valve was removed, and the annulus was debrided, and the sub valvular pledges were removed. The annulus was sized and a 31mm mitris bioprosthesis was implanted in replacement. The patient was in stable condition post-procedure.